Manufacturer narrative:
Device evaluation: a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition. Functional testing found the customer reported issue in the event history log but could not be duplicated. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms#(B)(4).

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with error 44510. There was no patient present at the time of the event. There were no reported adverse events.